Event description:
This is a solicited case report received from a consumer of unspecified age in united states on 21-sep-2015 who was involved in an essure generic active online listening, study number: (B)(6). Consumer reported that she had many side effects and states that she had a hysterectomy at (B)(6). No further information was provided. Ptc investigation result was received on 04-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report refers to a female consumer of unspecified age, who was involved in active online listening project, had essure (fallopian tube occlusion insert) inserted and had a hysterectomy at (B)(6). This event is serious due medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. Although, in this particular case the procedure's indication has not been provided, considering event's nature, causality with essure use cannot be excluded and therefore this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.